Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer received information alleging issues with a dreamstation st30 device that the patient passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging issues with a dreamstation st30 device that the patient passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The device was returned to a third-party service center. No faults were reported. Internal/external inspection of device was made. Other findings include: sd card - fitted. Fine filter - replaced. Pollen filter - replaced. Bench run device in. Cleaned and tested device. All tests passed. Correction:- (device) problem code grid has been corrected and updated.